Manufacturer narrative:
The reported events of bent helix tip was confirmed, but the event of lead fracture was not confirmed. A full lead was returned in one piece for analysis. Visual inspection of the lead found the lead was bent at the distal region. Electrical testing and x-ray examination were normal except for procedural damage. The cause of bent helix tip is consistent with procedural damage.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right atrial (ra) lead was bent at the tip. Ra lead fracture was suspected. The ra lead was not implant and alternate near at hand was implanted instead on (B)(6) 2024. Patient condition was stable.